Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3. Placement signal issue: based on the signatures noted in data log review in conjunction with no defects being found on returned product, the cause of the psnr alarm at case start was determined to most likely be an air gap as a result of unintended user error. The cause of the erratic ps/mc could not be determined due to inconclusive data log review, no defects being found on returned product, and insufficient clinical details provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that their aortic and motor current signals looked erratic. Staff did not report any alarms. Later, upon reviewing alarm history, a placement signal unreliable alarm was noted at startup. The staff did not notice the alarm.